Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), asthenia ("chronic asthenia"), mucosal dryness ("dryness of mucous membranes"), dry eye ("dryness eyes"), disturbance in attention ("significant loss of concentration"), memory impairment ("memory impairment"), feeling abnormal ("feeling intoxicated"), neck pain ("neck pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), breast pain ("breast pain"), polymenorrhoea ("haemorrhagic periods (sometimes twice a month)"), intermenstrual bleeding ("abundant metrorrhagia"), dysmenorrhoea ("pain from menstruation"), adnexa uteri pain ("background pain in the ovaries"), vulvovaginal mycotic infection ("recurrent vaginal mycoses"), urinary tract infection ("urinary tract infection"), headache ("headache"), musculoskeletal pain ("pain under the left buttock"), pain in extremity ("pain under left heel") and gait disturbance ("I am starting to have trouble walking"). The patient was treated with surgery (scheduled to have both of my essures removed). Essure treatment was not changed. At the time of the report, the back pain, fatigue, asthenia, mucosal dryness, dry eye, disturbance in attention, memory impairment, feeling abnormal, neck pain, myalgia, arthralgia, breast pain, polymenorrhoea, intermenstrual bleeding, dysmenorrhoea, adnexa uteri pain, vulvovaginal mycotic infection, urinary tract infection, headache, musculoskeletal pain, pain in extremity and gait disturbance outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, arthralgia, asthenia, back pain, breast pain, disturbance in attention, dry eye, dysmenorrhoea, fatigue, feeling abnormal, gait disturbance, headache, intermenstrual bleeding, memory impairment, mucosal dryness, musculoskeletal pain, myalgia, neck pain, pain in extremity, polymenorrhoea, urinary tract infection and vulvovaginal mycotic infection with essure. The reporter commented: blood tests, magnetic resonance imaging, allergy test. Are in progress before the intervention actions taken to treat the patient in the healthcare facility quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-may-2022. The most recent information was received on 12-may-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), asthenia ("chronic asthenia"), mucosal dryness ("dryness of mucous membranes"), dry eye ("dryness eyes"), disturbance in attention ("significant loss of concentration"), memory impairment ("memory impairment"), feeling abnormal ("feeling intoxicated"), neck pain ("neck pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), breast pain ("breast pain"), polymenorrhoea ("haemorrhagic periods (sometimes twice a month)"), intermenstrual bleeding ("abundant metrorrhagia"), dysmenorrhoea ("pain from menstruation"), adnexa uteri pain ("background pain in the ovaries"), vulvovaginal mycotic infection ("recurrent vaginal mycoses"), urinary tract infection ("urinary tract infection"), headache ("headahce"), musculoskeletal pain ("pain under the left buttock"), pain in extremity ("pain under left heel") and gait disturbance ("I am starting to have trouble walking"). The patient was treated with surgery (scheduled to have both of my essures removed). Essure treatment was not changed. At the time of the report, the back pain, fatigue, asthenia, mucosal dryness, dry eye, disturbance in attention, memory impairment, feeling abnormal, neck pain, myalgia, arthralgia, breast pain, polymenorrhoea, intermenstrual bleeding, dysmenorrhoea, adnexa uteri pain, vulvovaginal mycotic infection, urinary tract infection, headache, musculoskeletal pain, pain in extremity and gait disturbance outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, arthralgia, asthenia, back pain, breast pain, disturbance in attention, dry eye, dysmenorrhoea, fatigue, feeling abnormal, gait disturbance, headache, intermenstrual bleeding, memory impairment, mucosal dryness, musculoskeletal pain, myalgia, neck pain, pain in extremity, polymenorrhoea, urinary tract infection and vulvovaginal mycotic infection with essure. The reporter commented: blood tests, magnetic resonance imaging, allergy test. Are in progress before the intervention actions taken to treat the patient in the healthcare facility. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.